Manufacturer narrative:
This customer reported that there was an unspecified problem with the device during the care of a pt. The involved pt died, but it was not yet been determined whether the device was a factor in the pt outcome. A follow-up report will be submitted after phillips obtains more info about this event.

Event description:
This customer reported that there was an unspecified problem with the device during the care of a pt. The involved pt died, but it has not yet been determined whether the device was a factor in the pt outcome.